Event description:
It was reported from the (B)(4) study that during a procedure where the cable was used, it was difficult to get the ace header into the high voltage "a" (hva) port. Therefore the cable was not used and a replacement requested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis confirmed the reported event. The hva (high voltage a) port, hvb (high voltage b) port, and the hvx (high voltage x) port do not open fully. The cable is twisted in numerous places along it.